Event description:
This MDR covers the aortic valve in a double implant patient where both valves had an issue (the main problem was with the mitral valve, on a separate medwatch form). The patient was known to be noncompliant to anticoagulation therapy for one month. During pre-op screening the surgeon could not verify that the leaflets of the aortic valve were closing adequately. Intraoperatively, minimal fibrin deposits were found on the annulus of the aortic valve. The fibrin was removed. The valve then moved freely with proper positioning and closing. The aortic valve was left in place . Patient recovered.

Manufacturer narrative:
The device was evaluated by the surgeon intraoperatively, by visual inspection and corrections made. No follow-up report is expected to be required.